Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 305 mg/dl at 7:47 p.m. And 103 mg/dl at 7:51 p.m. On the contour next link meter and 111 mg/dl at 7:53 p.m. On the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next link meter and contour next test strips from lot # 8mpef05b. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.